Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the new oxygen (o2) sensor failed automated test equipment (ate) test number 47 - low 80%. This is considered an "out of box" failure. There was no patient involvement.

Manufacturer narrative:
O2 voltage was high at 2.36 volts but still within specification.